Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient underwent a surgical intervention wherein the physician removed the remaining part of a lead on (B)(6) 2023. The lead had previously been cut during a surgery on (B)(6) 2022 to remove the lead and burr hole cap due to an infection (related manufacturer reference number: 1627487-2023-04201, 1627487-2023-04202).